Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -10.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was exchanged with a for a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem.cause of the event is reported as unknown. Reportedly, "patient is happy." Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -11.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was exchanged with a for a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem.cause of the event is reported as unknown. Reportedly, "patient is happy." Claim# (B)(4).

Manufacturer narrative:
PMA/ 510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -10.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was removed due to excessive vault. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.